Event description:
Precision tests: results 183 and 397 mg/dl within 10 minutes with a difference of 65%. Also, 264 and 50 mg/dl with another device within 10 minutes with a difference of 121%. No allegation of harm.